Event description:
Health professional additionally reported "any creases."

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: deformation, voids, wear abrasion and fold creases. Cloudy after autoclave disinfection process in the gel. A weight test of the device was verified and the device was within specification. Creases/folding of implant condition that was indicated in the complaint was observed, nevertheless it is considered non-related to the manufacturing process, since the device was received out of their primary packaging and is an explanted device. Based on the device analysis the final assessment is creases/folding of implant condition was observed, nevertheless is not related to the manufacturing process and no openings were observed on the device or issues related with the complaint (rupture).

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side rupture. Device has been explanted.